Event description:
Related manufacturer report number: 2017865-2023-02780. It was reported during remote follow up that the atrial and right ventricular leads exhibited oversensing due to noise. This oversensing resulted in inhibition of pacing and caused the patient to experience episodes of dizziness. Fluoroscopy revealed physical damage to both leads. Both leads were capped on (B)(6) 2023 and successfully replaced. The patient was stable.